Event description:
It was reported that following adjustable band procedure, balloon leakage was detected. The device was explanted.

Manufacturer narrative:
Info anticipated, but unavailable at this time.